Event description:
It was reported that the physician requested review of stored ventricular tachycardia (vt) and stored pacemaker mediated tachycardia (pmt) episodes in this implantable cardioverter defibrillator (ICD). The physician questioned if the vt was induced. Technical services (ts) reviewed stored vt episodes and noted it could be due to several premature ventricular contractions (pvcs) followed by an atrial pace that was blanked or end of the t-wave or the second beat that was aligned with a ventricular pace that could be a beat of vt that may have occurred regardless. Ts stated that it would be difficult to discern which of these scenarios actually occurred. Ts discussed potential programming options for optimization due to the presence of many pvcs over time. Ts then reviewed pmt episodes and noted that instead of causing vt, an atrial pace with a ventricular sensed beat followed by a ventricular pace, likely caused a pmt. The pmt algorithm successfully terminates the pmt in every case and was noted to be due to an atrial pace on top of a native qrs. The subsequent ventricular pace appears to capture, likely forcing a retrograde p-wave. Further programming options were discussed. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the physician requested review of stored ventricular tachycardia (vt) and stored pacemaker mediated tachycardia (pmt) episodes in this implantable cardioverter defibrillator (ICD). The physician questioned if the vt was induced. Technical services (ts) reviewed stored vt episodes and noted it could be due to several premature ventricular contractions (pvcs) followed by an atrial pace that was blanked or end of the t-wave or the second beat that was aligned with a ventricular pace that could be a beat of vt that may have occurred regardless. Ts stated that it would be difficult to discern which of these scenarios actually occurred. Ts discussed potential programming options for optimization due to the presence of many pvcs over time. Ts then reviewed pmt episodes and noted that instead of causing vt, an atrial pace with a ventricular sensed beat followed by a ventricular pace, likely caused a pmt. The pmt algorithm successfully terminates the pmt in every case and was noted to be due to an atrial pace on top of a native qrs. The subsequent ventricular pace appears to capture, likely forcing a retrograde p-wave. Further programming options were discussed. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This report is being filed to correct fields b2: outcomes attrib to adv event and h6: impact codes